Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an unknown duration post implant of this 25mm mitral bioprosthetic valve, it was replaced with a valve from another manufacturer. The reason for the replacement was reported as tears of leaflets near the commissure. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve appears slightly distorted, oval shaped with the stent posts slightly deflected. Stent measurements: 28.64 mm x 29.79 mm. Stent post measurements: lr= 1°, rnc= 5°, ncl= 5°. Remnants of orange sutures are noted along the sewing ring on the inflow and outflow adjacent to the left cusp. Two tubular pledgets are noted along the sewing ring adjacent to the non-coronary cusp. Cauterization is noted along the sewing ring. All leaflets are in the closed position with the free margin and lunula of the non-coronary cusp adjacent to the non-coronary left inferior area on the same plane as the coaptive ridge of the left cusp. The free margin of the right cusp adjacent to the point of coaptation is on the same plane as the coaptive ridge of the left cusp. All leaflets are slightly stiff but flexible. The right cusp appears intact. The non-coronary and left cusps appear slightly prolapsed adjacent to the non-coronary left inferior coaptive area due to the dehisced non-coronary left commissure. The non-coronary left and left right commissures are intact. The right non-coronary commissure appears dehisced, possibly related to separation of layers of aortic wall behind the commissure. The sutures holding the aortic wall to the stent post appear intact. No visible evidence of host tissue that may contributed to the separation of tissue. A thin layer of pannus lines the sewing ring on the inflow adjacent to the non-coronary cusp, into the left non-coronary and non-coronary right inferior coaptive areas, extending over the inflow margin of attachment and 1 to 2 mm on the inflow, slight reducing the inflow orifice area. Pannus on the outflow adjacent to the non-coronary cusp extends over the outflow rail, to the outflow margin of attachment, extending 1 to 3 mm onto the outflow of the non-coronary cusp, to the superior coaptive junction of the non-coronary left commissure. Pannus on the outflow of the sewing ring adjacent to the non-coronary cusp appears to exhibit cauterization which appears to have occurred during explant. An unknown amount of pannus appears to have been removed on the inflow and/or outflow during explant. Radiography shows no evidence of mineralization in the valve and/or host tissue. B3: updated d4: updated. H3: device evaluated? Updated. H6: coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.